Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2019 a biozorb was implanted in the patient, and the patient reported that suffered from a hard, painful, palpable, and visible lump where the biozorb was implanted, tenderness, discomfort, and severe pain at the site of the biozorb device. It was reported that the biozorb device did not absorb and required removal. The patient reported having the biozorb removed on or around (B)(6) 2022. During the procedure, it was reported also that the patient suffered from fat necrosis and infection surrounding the biozorb. The patient reported that as a result of the removal of the biozorb device, suffered from bruising, soreness, deformity, a large indent at the biozorb removal site, and asymmetry of her breasts. No additional information available.

Manufacturer narrative:
Correct part number used was f0203.

Manufacturer narrative:
After initial review it was determined that the patient is a 58-year-old postmenopausal female, 125 pounds and 24.4 bmi, who underwent screening mammography on (B)(6) 2019, noting a sub-centimeter focal asymmetry within the lateral right breast and microcalcifications within the upper outer quadrant of the left breast. On (B)(6) 2019, she underwent diagnostic left mammography and targeted right breast ultrasound. The ultrasound did not find a correlation to the focal asymmetry and recommendation was made to repeat mammogram with ultrasound in 6 months. The patient requested a needle biopsy of the left breast calcifications. On (B)(6) 2019, she underwent stereotactic biopsy of the new calcifications of the left breast revealing low-grade ductal carcinoma in situ measuring 7 mm. No evidence for invasive carcinoma was noted, estrogen receptor was positive, progesterone receptor was negative. On (B)(6) 2019, she underwent left breast partial mastectomy. Final pathology confirmed 2 foci of ductal carcinoma in situ. Inferior focus measured 1.5 mm; superior focus measured 13.5 mm. Clean margins. The patient underwent radiation therapy (whole breast and boost) from (B)(6) 2019 up until (B)(6) 2019 without complications except for erythema treated locally. The patient was advised to begin an anti-estrogen therapy however denied treatment. The patient had an uncomplicated follow-up following lumpectomy and radiation therapy and continued to have benign mammographic findings with occasional mention of the biozorb device in radiologic studies. She complained of tenderness at the site "which is not resorbing" and states that sometimes she has to wear a bra at night due to discomfort. At 3.5 years post implant on (B)(6) 2022 the patient requested and then underwent surgical re-excision of the lumpectomy site. The pathology report refers to foreign body giant cells and identification of the three surgical clips, with pink/orange/brown ¿material" in the specimen, but does not mention biozorb parts otherwise. The patient's first follow-up post re-excision was uneventful with mild tenderness at the surgical site. Her follow-up mammogram on (B)(6) 2023 was benign. Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.